Event description:
It was reported that a patient being treated for diverticulitis may have received more than intended hydromorphone delivered patient controlled analgesia doses on a lockout of 1 minute. The intended dosing was 0.3 mg per dose with a lockout interval of 6 minutes. Volume to be infused (vtbi) was hydromorphone syringe 12 mg/30 ml (0.4 mg/ml); dose: 0.3 mg/0.75 ml customer found this during monthly review. There was patient involvement and per customer "patient experienced some degree of drowsiness and some minor intervention was rendered, sitting up.... Patient was diaphoretic and tachypneic. Unknown if as a result of this or because he was in pain" the patient was monitored through incentive spirometry, continued etco2 and the head of the bed was elevated.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a patient being treated for diverticulitis may have received more than intended hydromorphone delivered patient controlled analgesia doses on a lockout of 1 minute. The intended dosing was 0.3 mg per dose with a lockout interval of 6 minutes. Volume to be infused (vtbi) was hydromorphone syringe 12 mg/30 ml (0.4 mg/ml); dose: 0.3 mg/0.75 ml customer found this during monthly review. There was patient involvement and per customer "patient experienced some degree of drowsiness and some minor intervention was rendered, sitting up. Patient was diaphoretic and tachypneic. Unknown if as a result of this or because he was in pain". The patient was monitored through incentive spirometry, continued etco2 and the head of the bed was elevated.